Event description:
Info received indicates the delivered at a rate of 27ml instead of 25ml, causing the child to become ill and taken to the hospital.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.